Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm and no unexpected numbers ramping during our testing. Unable to perform prime/a33 test due to no button response. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported that the numbers were scrolling autonomously while she was attempting to enter carbohydrates into the insulin pump. The customer's blood glucose was 158 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.